Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading was 38 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.